Manufacturer narrative:
Device evaluation: one product received for investigation. A visual inspection performed and no anomalies identified. Performed a leak test and it confirmed that the components conformed to the product specifications. The reported event was not confirmed. A DHR was unable to be conducted as no lot number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that there is a leak occurs. Device is returning.